Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported via the manufacturer representative that their coverage and pain relief was not as good as during the trial. It was unknown if there were any factors that led to their coverage and pain relief not being as good. X-ray's were taken and one lead was noted to have pulled down approximately three vertebral bodies since implant. There were no actions or interventions planned at the time of report and it was unknown if surgical intervention was planned. The issue was not resolved. Patient indication for use is non-malignant pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative reported a request for revision had been submitted but it was unknown when the revision would occur. It could be a little drawn out due to other circumstances. They will update when new information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.